Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was reported that the battery compartment and battery cap were damaged. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Follow-up # 1: date of submission 08/29/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 8/04/2016 with the following findings: during investigation, a visual inspection of the pump revealed multiple cracks in the battery compartment; the battery compartment threads were not damaged. The battery cap threads were observed to be stripped. The battery cap was not able to secure properly to the pump. The battery cap contact height and width measurements were found to be within specifications. A test cap was able to secure for testing.